Manufacturer narrative:
A follow up report will be sent at the conclusion of this investigation.

Event description:
The customer reported off-line alarm issues where the involved patient died. Multiple offline alarms were reported from 16:30-23:30, at 23:30 the recording stopped in the long-term trend and there was no alarm. Subsequent data analysis of the implanted pacemaker revealed that the defibrillator function in the pacemaker had started at 00:13 (time shift in the pacemaker because of summer / winter time). The patient was found dead in bed at 00:30. A resuscitation was unsuccessful. During the function check, the m300 transmitter tele-9 and the ics worked without any problems.

Manufacturer narrative:
Update 19dec2017: the customer has clarified that there was no failure of a draeger device (no failure to alarm)/no allegation of a draeger device impacting the patient outcome - this was reported in error.

Event description:
The customer reported off-line alarm issues where the involved patient died. Multiple offline alarms were reported from 16:30-23:30, at 23:30 the recording stopped in the long-term trend and there was no alarm. Subsequent data analysis of the implanted